Manufacturer narrative:
This device is not distributed in us so that 510k is blank. Evaluation summary: it was caused due to the higher detect frequency on the sensor compared to the customer expectation. It is design specification and not affect any safety. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of during use. There was no report of patient harm. False-positive detections are made by the system especially during rinsing/flushing, while the colon deflates or when bubbles are present. This happens roughly every procedure depending on bowel prep and the patient's overall colon appearance none of the above should happen. The system's specificity should be higher in order to avoid distraction.